Event description:
Healthcare professional reports lower than expected act-lr results with the hemochron jr signature+ whole blood microcoagulation system during an unspecified procedure. The initial act-lr result performed post heparin administration was 234 seconds. Since the initial result did not reach the expected target time, add'l heparin was administered. The results remained lower than expected. After administering another dose of heparin, a comparison test was performed using a second elite instrument as a reference. The result on the first instrument was 170 and the result on the ref instrument was 324 seconds, which met the expected target time. Target time: customer indicated target time of 324 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4). Cuvette lot # was not provided. Method code: actual device evaluated (instrument). Process eval performed. No related ncmrs identified for this instrument. Result: complaint was not confirmed through the instrument eval. Itc has requested all data required for form 3500a.